Event description:
The hospital representative reported an infusion pump with an 807:01 failure code. This failure code did not occur during patient use and there have been no reports of patient incident involving this pump since the last baxter service event. No additional contact information was provided.